Manufacturer narrative:
No crack at the screen/display and screen/display window cover of the pump noted during visual inspection. However, the pump was received with a minor scratched lcd window. The pump was also received with a cracked keypad overlay. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08755 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 13-oct-2025, there is autosuspend (12) recorded in the formatted history file on: 10/13/2025 07:52:00.000. Upon checking the pump diagnostic trace file, earliest data available was on 21-oct-2025 at 20:32:37.000. There was no data available for the event date of 13-oct-2025. Unable to check data - if no keys pressed in the time duration set for auto suspend. No unexpected auto suspend alarm noted during testing. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 13-oct-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the event date of 13-oct-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: 10/12/2025 09:52:00.000. Insert battery alarm was found on: 10/12/2025 09:59:44.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 12-nov-2025 at 10:18:58.000. There was no power data available for the date of 12-oct-2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Lostsensor1alert (780) was found on: 10/12/2025 09:51:00.000. 10/12/2025 19:52:00.000. Lostsensor2alert (781) was found on: 10/12/2025 10:10:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.87 mv). The pump was received without a battery. The pump was received without a battery cap. The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the keypad overlay of the pump during analysis. Cosmetic damage at the screen/display and screen/display window cover were not confirmed, however, other cosmetic damage was noted during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on pump. The customer experienced hyperglycemia with a blood glucose value of 300 mg/dl. The customer was hospitalized, where hyperglycemia was treated with an intravenous (IV) insulin drip. Ketone testing was performed, and results were consistent with hyperglycemia, and this was also treated with an intravenous (IV) insulin drip. The customer reported flu like symptoms in the hospital. The event involved product(s) mmt-332a, mmt-1884, mmt-7040a, mmt-213a. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a damage on the screen and the keypad. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-332a, mmt-7040a, mmt-213a. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.